Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb and backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up after cases. No patient serious injury or death was reported related to this event.